Event description:
Ventilator started beeping loudly and wasn't reading pt numbers. Vent did not shut down on pt but it was changed out in case it went into "boot failure" which is the alarm that had been going off.